Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was in need of a pim due to the helium regulator blowing out. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: the repair is pending due to the part being on backorder. A supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Corrected fields: d5 (other operator of medical device), g2. A getinge field service engineer evaluated the iabp and installed pneumatic interface module from another pump with serial number (B)(6) which had the helium regulator blew out. The fse used that pump to fix the issue without knowing that the pim was already on back order.

Event description:
It was reported that during preventative maintenance the cardiosave intra-aortic balloon pump (iabp) was in need of a pim. There was no patient involvement, and no adverse event reported.